Event description:
The physician reported an overdose with respiratory symptoms. The pt was in the hospital. The device system was used to deliver morphine sulfate. No additional information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.